Manufacturer narrative:
Additional narrative: the lot number was unknown. The manufacturing location was unknown. Device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 of the same event. It was reported that during an unspecified surgical procedure, it was discovered that the reciprocating saw attachment device seized up while in use with the electric pen drive device. It was also reported that the electric pen drive device was heating up. It was not reported if there were any delays to the planned surgical procedure. A spare device was available for use. The procedure was completed successfully. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.